Event description:
The customer reported 1 potential false negative result while using the alinity m high risk (hr) hpv assay. The customer reported a questioned hr hpv result as it did not fit with the cytology result. Patient sample ID (sid) (B)(6) was tested (B)(6) 2026 on the alinity m hpv assay and the result was "not detected." The result was questioned by the physician as low-grade cell changes (low-grade squamous intraepithelial lesion (lsil) were detected. There was no impact to patient management as follow up is performed due to the cytology result and the sample is sent for additional testing with alternative pcr method.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.